Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 13, 2017 further reporting that the patient underwent a left ankle repair of tibia/fibula fractures on (B)(6) 2016 involving the implantation of two unknown lateral screws and a one-third tibula plate and six (6) cortex screws. The patient underwent a hardware removal only on (B)(6) 2016 involving the explant of the two (2) lateral screws only (please see related complaint (B)(4)). Subsequently, hardware removal of the one-third tibula plate and six (6) cortex screws was performed on (B)(6) 2017.

Manufacturer narrative:
This report is for one (1) unknown cortex screw 14 mm. Part#, lot# and UDI # is not available. This report is for one (1) unknown cortex screw 14 mm. PMA/510(k) number is not available. (B)(4). Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. Seven devices (1 plate and 6 unknown screws) were received for evaluation with complaint category of "adverse event : no reported product problem." This complaint regarding hardware removal is confirmed as the returned devices were all received at cq and therefore it is confirmed that they have been removed from the patient. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices were each returned with complaint category of "adverse event : no reported product problem." There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error. No new malfunctions were identified as a result of the investigation. The 6 returned screws all show wear consistent with implantation and explantation. All are intact with no breaks or bends observed when inspected under 5x magnification. The 6 returned screws are all self-tapping cortex screws with hexagonal drive recesses and are all of stainless steel material. Dimensional inspection : (all dimensions measured using calipers ca592). The diameter of the heads on all 6 screws measured 5.94 mm. The major thread diameter of all 6 screws measured 3.46 mm. The overall length of the returned screws measured as follows: 16.60 mm, 14.56 mm, 12.60 mm, 12.45 mm, 12.39 mm, and 12.55 mm. Therefore, with the above features and dimensions and reference to specifications (length tolerance is + 0.7 mm, -0.0 mm) in tabulated product drawing for 3.5 mm self-tapping cortex screws with hex drive, it can be determined that 4 of the returned screws are part# 204.812, one screw is part# 204.814, and one screw is part# 204.816. Relevant drawings were reviewed. No product design issues or discrepancies were observed. No device history record (DHR) review could be performed as the lot#'s were not provided and a lot# etching does not exist on the returned screws. Device manufacture date is unknown. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint, therefore a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal surgery on (B)(6) 2017 to remove an unknown plate and six (6) screws due to pain. The plate and screws were implanted as part of a revision surgery with bone grafting performed on (B)(6) 2016. Subsequently, on an unknown date in (B)(6) 2016, the patient experienced excruciating pain at the top of the unknown plate. During a follow-up visit with the surgeon, x-rays showed that the plate was "digging into the bone." The plate and six (6) screws were removed during the (B)(6) 2017 revision surgery. It was reported that the incision is healing well. It was reported that patient's initial injury (a tibia/fibula fracture) occurred on (B)(6) 2016 while hiking on a muddy trail. Please see related complaint, (B)(4), which address and reports events associated with this patient prior to (B)(6) 2016. This report is for one (1) unknown cortex screw 14 mm. This is report 3 of 4 for (B)(4).